Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was a learning curve when pt first got the device and the zapping issue is taken care of. What was more frustrating to pt was trying to recharge the device. When you turn the communicator on, the phone and communicator, you have to find each other (even though they are literally touching each other) and while that happens the happy circle spins. Then, when it tells you to put the recharger over the device, it spins some more. In the beginning pt thought they must be missing it because it kept spinning and spinning. No matter where they put it on my back. Patient stated that it needs to be static over the device in able to connect with it. Patient now knows exactly where to put it to get an excellent connection, but that took them over a week to learn. In the beginning they were afraid they weren't going to be able to recharge at all. Pt finally got a 14 and then sat there, afraid to move, while it took, pt don't know, four hours to recharge. Eventually they found a "good" connection, so for another couple of weeks they stopped there. Now they know where to put it for an excellent connection, but it would have been nice to have known how to do that in the beginning. In pt particular case, they use 50% or 60% of the charge every day, so it is mandatory that they recharge every night. Patient reported it takes long for things to connect. Other than that, pt is happy with the device. It works unless they overdo it and then they turn it up two notches and sit down for a while and are good again. Pt only use two of the programs, but they know it will take a lot more "tweaking" to get everything adjusted to their situation. The two programs they do use are taking care of them okay.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated ever since they were first implanted, they felt an occasional zapping sensation. Patient stated whenever they sit down in their moving chair they will feel zapping on their right side in program a which they stated was normal compared to to trial. Patient stated the zapping persists until they lay down in the chair, or adjust their butt. Patient stated they can adjust the stimulation to make it stop, but in some positions it stimulates them more. Agent redirected patient to healthcare provider to address the issue.